Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and tvt was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.